Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 51 mg/dl and 285 mg/dl on her blood glucose meter within a one minute time period. No decision to treat was made on the alleged faulty meter. The differnece in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.